Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer called into philips to report the device, after upgrading to new software level, crashed and will not function. There was no reported patient involvement/adverse patient impact.

Event description:
The customer called into philips reporting that after performing fco the device locked up. There was no patient or user involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during lab tests. The failure was located to corrupted program code in the flash memory. The device has been re-imaged to solve the issue. The available information is consistent with a malfunction of the processor pca. The cause was corrupted program code in the flash memory. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.